Event description:
Information received indicates the bed exit system would alarm but with intermittent delays.

Manufacturer narrative:
The facilities biomedical engineer has not completed repairs to the bed.